Event description:
During a cataract extraction procedure the doctor reportedly experienced a vacuum surge and as a result suction was applied to the pt's iris. A small tear occurred in the iris with subsequent bleeding and hematoma formation. The intraocular lens was implanted and the surgery was completed.